Manufacturer narrative:
Approximate age of device: 9 months. The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going with the implanted device. No further issues have been reported. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient called the vad coordinator and reported that she had disconnected all external power to the lvad and had disconnected the driveline from the system controller. The vad coordinator instructed her to go to the emergency department of the local hospital. Upon arrival to the emergency department, the staff plugged the driveline back into the system controller and re-established external power and the pump started. The vad coordinator, as a follow up, drove out to see the patient at the hospital. Upon device interrogation, it was discovered that the patient had been disconnected from the system controller for 194 minutes. At the time of the event, the patient's international normalized ratio level was 9.7. The patient was neurologically intact and did not exhibit any heart failure symptoms. It was noted that the patient had taken a sleeping pill which was felt may have contributed to a confused state at the time of the event.